Event description:
Olympus (omsc) was informed that the customer visera elite video system center¿s ¿poor contact at the connector connection. There was a problem that the endoscopic image does not appear and the switch did not switch to nbi (narrow band imaging)¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to olympus repair department for evaluation. The service evaluation was not able to confirm the customer¿s reported issue as the image worked appropriately. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The device was found to not switch to the narrow board imaging; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.